Manufacturer narrative:
Additional information: ,relevant tests/lab data,other relevant history,common device name, MFR name, city, and state, model and lot #, PMA#,concomitant medical products corrected information : brand name,concomitant medical products (therapy date). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016: patient presented with neuromuscular disease, headaches, anxiety and irritable bowel. Patient underwent surgery with pr e-operative diagnosis of recurrent cervical stenosis with myelopathy. Operative procedure: c3-4, c4-5, c6-7 anterior cervical discectomy. C5 corpectomy, c3-7 anterior cervical fusion using anterior plate system, abdominal fat growth harvest. Neurop hysiological monitoring was used during the entire procedure. As per op notes: rdx was placed at the c-6-7 and c3-4 levels following decompression, peek cage was the inserted in to c5 corpectomy and noted that the cage fit well. At c6-c7 another cage was placed in to the discectomy cavity for arthrodesis purposes. C3-c4 divergence cage was placed. Fusion plate (4 levels) was then affixed to the c3-4-6 and 7 vertebral bodies using a total of 8 screws. Final fluoroscopic images revealed all instrumentation to be in appropriate position. Patient was taken to the recovery in stable condition. Patient also underwent x-ray of cervical spine due to stenosis. Impression: multilevel acdf c3-c6, anterior stabilization hardware spans these levels. There is additional posterior stabilization hardware and posterior de-compressive posterior laminectomy c3 through c5. On (B)(6) 2016: patient x-ray revealed evidence of breakage of plate at the superior c6 level. Impression: there is an anterior fixation plate extending from c3 down to the c7 level. The fixation plates become disconnected at the c5-6 level; which is new when compared to the intraoperative fluoroscopic image of the cervical spine from (B)(6) 2016. There has been anterior discectomy and fusion of the cervical spine from c3-4 through c6-7. The inter body cage device are in stable position. Postoperative changes from previous laminectomy and posterior fixation of the spine from c3 through c5 are stable. The posterior fixation hardware is intact. The findings were discussed with the surgeon. (B)(6) 2016: patient presented with neuromuscular disease, headaches, anxiety. Patient underwent another surgery for the broken fixation device to be replaced with pre-op diagnosis of broken plate. Procedure performed replacement of acdf plate. Plate and 8 screws were removed in 2 pieces and was inspected. There was an obvious break at the point noted on x-ray before. No immediate complications noted. Patient underwent cervical spine x ray. Impression: there has been anterior discectomy and fusion of the cervical spine from c3-4 through c6-7 as well as laminectomy and posterior fixation at c3 through c5. The anterior plate extending from c3 through c7 has been reconnected and now is in intact and in good position. The remainder of the hardware is intact and in is in good position.

Manufacturer narrative:
(B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent surgery for a four level anterior cervical discectomy and fusion. The surgery progressed as expected. Final x-rays were taken to verify satisfactory placement of plate and inter body grafts. Final intra-op x-rays appeared as expected. On the following day, post op, additional images were taken showing an abnormality in the appearance of the plate. The surgeon discovered that the plate had broken. Following review of the imaging, it was decided that the plate should be visually inspected and removed and replaced if needed. The surgeon discovered that the plate had broken. Surgery was scheduled for and performed on (B)(6) 2016. Exposure was gained and plate was inspected. The plate was removed and replaced with a different style/manufactures plate. Additionally it was reported that the patient had some swelling and difficulty swallowing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.